Event description:
It was reported that patient experienced ineffective therapy. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein, the lead was repositioned and pulled down. Effective therapy was restored post operatively.

Manufacturer narrative:
An explant date was inadvertently entered. The lead was repositioned and not explanted.